Event description:
It was reported that this right atrial (ra) lead was exhibiting high out of range impedances greater than 2000 ohms, and there was no capture observed at max outputs. The patient was experiencing intermittent shortness of breath with exertion, so the device lower rate limit was reprogrammed. Subsequently, a lead revision was performed where the lead was surgically capped and replaced. No adverse patient effects were reported.